Event description:
The customer reported that after finding the lifeless person, they started the resuscitation process by opening the defibrillator. After tearing the electrode package open, they found it was unusually difficult to peel both electrodes off the blue liner and both electrodes ripped on the sides. The foil of the electrodes also remained stuck on the blue liner. The electrode placed on the lower chest area of the pt was not recognized by the device and, as a result, they could not use the defibrillator. Pt outcome was not reported by the customer.

Manufacturer narrative:
The customer has been asked to return any electrodes they have from the same lot and, if available, the electrodes that were used in the rescue attempt. No electrodes have been returned by the customer yet.